Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was due to be implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size . It was reported during the index procedure after introducing the valiant delivery system into the femoral artery and before deployment, it was noted that the clip was missing from the blue slider/handle on the delivery system. The procedure was completed using another valiant stent graft system. Per the physician the cause of the event was determined as product related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.